Manufacturer narrative:
Concomitant medical products: 8637-40, neuro pump, implanted: (B)(6) 2015; 8709sc, catheter, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant, wound dehiscence occurred at the implant site and some fluid was present in the pocket. Initial culture from the site was negative. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.